Manufacturer narrative:
(B)(4). Results of investigation: the suspect device was returned to carefusion factory service for evaluation and repair. The customer's reported allegation was confirmed. After investigation, the blender was found to be out of calibration and not delivering the concentration of oxygen accurately. The blender was recalibrated and retested, the device is now working appropriately to service specifications.

Event description:
The customer reported that during pre-use set up, the sipap device passes oxygen calibrations but the displayed fraction of inspired oxygen (fio2) does not match where the oxygen blender dial is set up. When the dial is set to 40% the displayed concentration is 32% and this was confirmed with an external analyzer that the delivered fio2 was indeed 32%. The customer reported that there was no patient involvement.